Manufacturer narrative:
Peripheral arterial ischemia/pdi: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 62-year-old female with a history of coronary artery disease (cad) and peripheral vascular disease (pvd) presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c. An impella cp was percutaneously implanted via the right femoral artery for hemodynamic support. During support, the patient was noted to have doppler-detectable pulses in both lower extremities; however, the toes on the impella access side were observed to be cold. Given the patient¿s known severe pvd, concern for developing limb ischemia prompted the physician to electively explant the impella cp rather than risk progression of ischemia. Activated clotting times were reported to be within the target range of 160¿180 seconds around the time of pump removal. At 15:36 on the same day, the impella cp was explanted, and the patient was immediately upgraded to an impella 5.5 via a surgically placed right axillary/subclavian arterial access. The ischemia was diagnosed based on the clinical finding of a cold foot. It is unknown when the ischemia began, whether it resolved following impella cp removal, or whether the action fully resolved the ischemia. No imaging of the affected vessel was available. Based on the available information, this case involves a reported minor limb ischemia in a patient with significant underlying peripheral vascular disease during femoral support with an impella cp, which was attributed to the device. The device was removed due to concern for ischemia, and support was continued with an impella 5.5 via an alternate access site. The event reflects a patient¿device interaction with contributing vessel disease, and while the ischemic symptoms prompted device revision, the overall patient outcome at the time of reporting was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.